Manufacturer narrative:
This is the same event as 3010536692-2016-00642 & 3010536692-2016-00643. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the following mom complications: significant metallosis at the junction of femoral neck; there was evidence of significant fluid with what appeared to be metallic debris during revision surgery (right).